Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed battery out limit and has a continuous beep. The customer's blood glucose reading was 284 mg/dl at the time of incident. Troubleshooting informed customer that a new battery cap would be provided to them and to call back if this does not resolve the issue.